Manufacturer narrative:
The device was returned for analysis. The reported ¿no pulsatile blood flow coming from the marker lumen¿ was not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using a proglide device with a 6f sheath after a coronary angioplasty procedure. Reportedly, the marker lumen of the proglide was flushed successfully prior to use in the patient. The proglide was then inserted into the patient anatomy; however, when the device was positioned in the vessel, there was no pulsatile blood flow coming from the marker lumen. The proglide was removed from the patient anatomy and the marker lumen was flushed again and reintroduced into the patients vessel. Once again, there was no pulsatile blood flow coming from the marker lumen. The device was removed and another proglide device was used successfully to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.